Event description:
The consumer indicated that her daughter was experiencing tss-like symptoms after using a tampon. She experienced nausea and lightheadedness. Tss was not confirmed and it appeared that she suffered a severe allergic reaction due to a rayon allergy. She was also diagnosed with a bacterial infection and prescribed medications by her doctor. The consumer was able to return to school and now feels much better.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.